Event description:
On (B)(6) 2012, the pt reported that the menu and check buttons on her infusion device are not functioning. The issue first began on the day of report. The pt put new batteries in the infusion device, but this did not solve the problem. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.